Event description:
A malfunction was reported with the device displaying a specific error code, and the pump was not capable of being reset. There was no reported impact on the customer¿s blood glucose level. To address the issue, the customer planned to use an alternative insulin delivery method and technical support arranged for a replacement pump to be shipped. The customer was instructed on how to put the malfunctioning pump into storage mode and return it using a pre-paid label, which was acknowledged and understood.